Manufacturer narrative:
Product analysis summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture and high impedance. Lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.